Manufacturer narrative:
The reported event of premature discharge of battery and inability to interrogate was confirmed. The device voltage was below end-of-service level upon receipt. Session records analysis and hybrid evaluation was performed; no sources of high currents were noted. Battery destructive analysis indicated a lithium cluster-induced short circuit occurred within the battery and was the cause of the premature battery depletion.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with excessive battery discharge and failure to interrogate. The device was explanted in a procedure on (B)(6) 2025. The patient was stable.